Manufacturer narrative:
During prep, prior to inserting in the patient while visually inspecting the 2x2 orbit galaxy complex xtrasoft coil (640cx0202/13500236) outside the introducer sheath, the coil appeared entangled (knotted) not stretched, kink, bend, etc. An attempt was made to o smooth the coil out by pulling and pushing, but the situation did not improve. Therefore, the product was replaced for a new one and the procedure was successfully completed without any further issues. The product was not in contact with the patient's body; therefore, no patient injury was reported. The product was new and stored per labeling instructions. The product package (inner or outer) was not damaged, and during removal from the package, all labeling guidelines were followed. After the event, the device did not have any other damages (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. No further information is available and the product is not going to be returned for evaluation. A review of the manufacturing documentation associated with lot 13500236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It appears that the random loops of the coil may have become entangled on itself after exposure out of the introducer. However, without the return of the device for analysis, no conclusion can be made. With review of the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During prep, prior to inserting in the patient, the orbit galaxy complex xtrasoft coil 2 x 2 coil (640cx0202/13500236) was outside the introducer sheath, and the coil appeared entangled (knotted) not stretched, kink, bend, etc. The physician attempted to smooth the coil out by pulling and pushing, but the situation did not improve. Therefore, the product was replaced for a new one and the procedure was successfully completed without any further issues. The product was not in contact with the patient's body, therefore, no patient injury was reported. The complaint product was new and stored per labeling instructions. The complaint product is not going to be returned for evaluation. The procedure was coil embolization for c2 segment of internal carotid artery aneurysm that was heavily tortuous. The level of calcification was unknown. The product package (inner or outer) was not damaged, and during removal from the package, all labeling guidelines were followed. After the event, the device did not have any other damages (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. No further information is available.